Event description:
The surgeon implanted a collamer lens model cc4204bf and tore during insertion. A capsule tear occurred after the lens was implanted. There were no other pt injuries when the lens was removed. The facility believes the lens tear was damaged by the foam tip plunger of an indigo-p injector, lot number 1194446, folding back. The model and lot number of the cartridge was not specified by the facility.